Event description:
The physician reported that it was not possible to introduce the coil into the catheter. When the oil finally got introduced the coil tore inside the catheter. No other details regarding the procedure was given.